Event description:
Reporter alleged all of the test strip vial labeling is rubbed off the vial. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.